Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. It was stated that the insulin pump may have gotten wet as it was alarming with button error. Advised the caller that the insulin pump would be replaced. Nothing further was reported.